Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit had insufficient tidal volume. The customer reported there was no patient involvement.

Manufacturer narrative:
Date rec'd from MFR: 21oct2019. The reported issue of insufficient tidal volume was confirmed. The customer refused repair of the unit so no parts were replaced. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.